Manufacturer narrative:
(B)(4). When investigation is completed a f/u report will be sent to the FDA.

Event description:
The customer reported that the 24v power supply in the velara generator failed. The field svc engineer found smoke and evidence of fire (soot). The customer was not aware of smoke/fire as the cabinet is in an enclosed room.